Event description:
The customer reported that blank image displayed, after the patient was exposed. The system was rebooted but this event could not be improved. Then the patient had to be retaken the image, resulting in unintended excessive radiation exposure.

Manufacturer narrative:
Gender information was not provided. (B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21cfr 803.56. This reported event occurred outside the USA. (B)(4).